Manufacturer narrative:
UDI #:(B)(4) unknown. Age/date of birth: unknown, not provided. Sex/gender: unknown, not provided. Date of event: unknown, not provided. Catalog #, expiration date, and serial #: unknown, not provided. If implanted, give date: unknown, not provided. If explanted, give date: unknown, not provided. Patient - planned explant of intraocular lens device manufacture date: unknown, not provided all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after a lens was implanted using the preloaded insertion system, model pcb00, the surgeon noticed that the lens was scratched. The surgeon is also reporting a potential explant. No further information was provided.

Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Since the serial number of the pcb00 unit was not known, no manufacturing record review was performed. The directions for use (dfu) was reviewed. The dfu and the precaution sections adequately provide instructions and precautions for the proper use and handling of the product. Based on the historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.